Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate ii lvas. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Analysis of the log file that was provided by the account confirmed a transient pump power elevation; however, a specific cause for this finding could not conclusively be determined through this evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. This IFU also outlines the recommended anticoagulation therapy and inr range. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 2 months. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with an elevated lactate dehydrogenase (ldh) of approximately 1065 u/l. There were no symptoms of heart failure and no abnormal pump parameters observed. A computed tomography angiography of the chest was unremarkable. The patient was treated with intervenous heparin, increasing aspirin to 325 mg daily and the inr goal was increased from 2-2.5 to 2.5-3. On (B)(6) 2018, the patient was discharged home in stable condition. The patient's ldh level at the time of discharge was 736 u/l (baseline is 400-500 u/l). No additional information has been provided.